Event description:
On april 24th 2024 fujifilm healthcare americas corporation was informed of an event involving sys/mr/airis ii. It was reported that the patients feel warm when laying in machine. Warming was observed by multiple patients on the same day. As such, this report is being submitted in an abundance of caution.

Manufacturer narrative:
Ref comp #(B)(4).